Event description:
Bard power port duo 9.5 f placed on (B)(6) 2021. On (B)(6) 2021 CT chest / abdomen done with contrast at another facility. Reported noted that there was extravasation in the port-a-cath. Pt presented to have port changed. This port is part of a urgent medical recall by bard access systems.